Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that matrix drawer 6 intermittently failed to open. Upon removing the back panel, medications were found lodged between the drawer sensors, preventing proper operation. The obstruction was cleared, and the drawer sensors were inspected. The matrix drawer was then verified to be fully operational. The customer successfully recovered and inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. The user stated that when attempted to close the drawer, the latch did not lock. Also, rebooted the station and attempted to recover the storage space, but the issue persisted and could not be resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.